Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. However, it was noted that the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high elevated thresholds. It was noted that the physician was concerned about integrity of the lead and therefore it was extracted and replaced at the time of the patient's biv ICD (biventricular implantable cardioverter defibrillator) changeout procedure. No patient complications have been reported as a result of this event.